Manufacturer narrative:
(B)(4). For related complaint see MDR# 3010532612-2018-00295 and (B)(4). Other remarks: na.

Event description:
It was reported that during use on a patient the intra-aortic balloon pump (iabp) was nonfunctional during power up. As a result, the pump was exchanged for another pump and treatment was successful. There was no patient death or serious injury or reported. Patient current outcome reported as fine.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. The reported complaint of "pump would not power on" is not able to be confirmed. No part was returned to teleflex (B)(4) for investigation. The biomed checked the pump and could not duplicate to reported problem. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. For related complaint see MDR# 3010532612-2018-00295 and tc# (B)(4).

Event description:
It was reported that during use on a patient the intra-aortic balloon pump (iabp) was nonfunctional during power up. As a result, the pump was exchanged for another pump and treatment was successful. There was no patient death or serious injury or reported. Patient current outcome reported as fine.